Event description:
It was reported that the display of the blood glucose monitor appeared to be burnt. The caller reported that there is a black spot with a white ring around it, in the middle of the display, that appears to be a burn mark.